Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that both pitch cables were found to be broken at the wrist. Both cable segments that contains the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the customer noted that the pk dissecting forceps instrument wire was broken. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.